Event description:
It was reported that this right ventricular (rv) septum lead was explanted due to an unknown product performance issue. Another rv septum lead was successfully implanted. No additional adverse patient effects were reported.